Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00 was explanted as the wrong lens power was implanted. It was reported that the lens was implanted in (B)(6) 2017. The lens was explanted on (B)(6) 2017 and they successfully implanted the same model but different size diopter, 22.0 with no patent complications. There was no incision enlargement and no sutures required. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 6/19/2017. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.